Manufacturer narrative:
This one event (difficult breathing, nausea, sweating) of three events reported for the same pt involving two separate products; associated mdrs #: 1225714-2013-03527, 1225714-2013-03528, 1225714-2013-03529, 1225714-2013-03530, 1225714-2013-03531.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced breathing problems, nausea, and profuse sweating on or about (B)(6) 2011 after use of the product. On (B)(6) 2011, these symptoms worsened and decedent was hospitalized and experienced a cardiovascular event. On (B)(6) 2011 the decedent subsequently expired.